Event description:
Patient informed us that her freedom pump was not working, so she shook it, banged it, and now seems to be working but would like a new one. Told pt we could send a return box and send her a new pump. Unknown if product was if pump was in use with the patient, no patient injuries, patient just wanted pump replaced. No further details were provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to cvs/caremark by pt/caregiver.